Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder out of phase. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The history showed that the insulin pump had previously alarmed motor error. The blood glucose reading was normal and did not require medical treatment.